Event description:
When attempting to perform a routine test on the defibrillator, the user found that it would not power up. There was no pt involved. Extensive testing of the device failed to duplicate the problem. However, it was noted that one of the screws which secure a heat sink on assembly 590263 had become loose. It is possible that the screw had temporarily been lodged in a location where it caused a short and prevented the unit from turning on. While it is very unusual for one of these screws to come loose, this is the second occurrence from the same user in short period of time. This suggests either very unusual conditions of use or tampering with the devices. No firm conclusions could be drawn. The event is not occurring more frequently or with greater severity than is usual for the device.